Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was not functioning; and that it had no rotation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 3 for the same event. It was reported from (B)(6) that the motor device, attachment device and the craniotome device stopped working "with heat" while in use together. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: alert date was documented as (B)(6) 2017 in the initial report and has been udpated to (B)(6) 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.